Event description:
I was injected with juvaderm 2011.10 -8ml- lot #hu30519482. My first injection was in the top of my nose with radiance and I had no reaction. I also was injected with botox around the outer edges of my eyes and had no reaction. When I was injected with the juvaderm 2011.10 -8ml- lot #hu30519482, I was injected in my lower cheek area. The injection sites began to swell, itch and turned red. The next day, I called my doctor and was advised to put clear calamine lotion on the area to reduce itching. I went back for a follow-up visit three days later, and the doctor took pictures of the area. I went back again two weeks later, and the affected area was still red and swollen. It has now been five and a half weeks and my skin is permanently scarred. The injection sites are smaller raised bumps and the skin around the injection site have turned dark. I will have these scars the rest of my life because I have olive color skin. This will affect my means of income because I am an actress and these affected areas are unable to be covered with makeup. I have consulted my dermatologist and he said, there is nothing that can be done about the scarring. Dose or amount: .8ml; frequency: once; route: sq. Dates of use: on-going problem, (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: to build up lower portion of face. Event abated after use: no.